Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues. Reports show that the impedance gradually rose and eventually reached a high out of range impedance several months ago. The impedance suddenly returned to its baseline after reaching the high out of range value. The lead was replaced. No additional adverse patient effects were reported.